Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs /migration of essure device location of device: outside the fallopian tube/ perforation (fallopian tube(s)/ migration of essure device- location of device: essure coil had punctured my left ovary tube") in a 33-year-old female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included vaginal bleeding since (B)(6) 2015, abdominal pain since (B)(6) 2015, ovarian cyst since (B)(6) 2016 and multiparous. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, 1 month 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (had surgery to remove the essure, salpingectomy (one side removal of fallopian tube) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal and dysmenorrhoea had not resolved, the abdominal pain lower and abdominal pain outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fallopian tube perforation and hormone level abnormal to be related to essure. The reporter commented: findings: left hemorrhagic ovarian cysts, essure device was lying parallel to the posterior uterine surface with part of the coils were found intrauterine. Failure to occlude fallopian tube. Salpingectomy (one side removal of fallopian tube) done on (B)(6) 2016. Anticipated or scheduled date: (B)(6) 2018 for removing the right fallopian tube to remove the other essure device coil. Diagnostic results: on (B)(6) 2015, pathological diagnosis: proliferative endometrium with multiple foci of amorphous hyalinized material consistent with retained products of conception. On (B)(6) 2015, hpi: she discuss birth control options after her post essure-hsg, it was confirmed that her right fallopian tube was occluded however the left side is not yet she has had a menstrual cycle since and reports the first 2 days did seem heavier but did not last any longer than usual or cause any increase in cramping. On (B)(6) 2016, urine pregnancy test: negative. On (B)(6) 2016, hpi: patient was suppose to have an essure confirmatory hsg on friday hsg and noted that the left essure device was extruding through the peritineum, he recommended removal of device. On (B)(6) 2016, reason: lap salpingectomy/retained foreign body medical problems: retined foreign body sterilization ovarian cyst. On (B)(6) 2016, clinical information: left fallopian tube, left ovary, uterus (foreign body - essure) gross description: the third part is labeled "foreign body from uterus, essure" and consists of a metallic spring that is 4.lcm in length and 0.2cm in gauge, the object is consistent with a essure intrauterine contraceptive device. Pathological diagnosis: a (left fallopian tube): segment of oviduct with cyst of morgagni. B (ovarian cyst) : benign fragments of ovary with hemorrhagic corpus luteum. C (foreign body from uterus, essure): intrauterine device as described, gross only. On (B)(6) 2016, hpi: laparoscopic left salpingectomy with left ovarian cystectomy and essure removal from left side of uterus, she states that she is experiencing pain in her lower right abdomen that radiates around to her right lower back. She states that her abdomen is still very tender . Past surgical history: d&c essure left laparoscopic salpingectomy w I essure removal as per pfs: (B)(6) 2015: hysterosalpingogram (hsg) the results of your essure confirmation test: (B)(6) 2016- unilateral occlusion (right tube occluded) and perforation (fallopian tube) healthcare provider tell you about your results: essure had punctured my fallopian tubes. As per mr: (B)(6) 2015:procedure:hysterosalpingogram (hsg) pre-operative note: the patient is a 33-year-old female with history of essure placement, now presenting for evaluation for tubal patency. Post-procedure note: the patient tolerated the procedure well with no appreciable complications impression: technically successful hysterosalpingogram with bilateral tubal ligation devices in place the spillage of contrast material is noted from the left fallopian these with no additional significant finding on this exam. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain and dysmenorrhoea. Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. Event added: abdominal pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs /migration of essure device location of device: outside the fallopian tube/ perforation (fallopian tube(s)/ migration of essure device- location of device: essure coil had punctured my left ovary tube") in a 33-year-old female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included vaginal bleeding since (B)(6) 2015, abdominal pain since (B)(6) 2015, ovarian cyst since (B)(6) 2016 and multiparous. Concomitant products included ibuprofen. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2015, 1 month 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (had surgery to remove the essure, salpingectomy (one side removal of fallopian tube) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal and dysmenorrhoea had not resolved, the abdominal pain lower and abdominal pain outcome was unknown and the abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, dysmenorrhoea, fallopian tube perforation and hormone level abnormal to be related to essure. The reporter commented: findings: left hemorrhagic ovarian cysts, essure device was lying parallel to the posterior uterine surface with part of the coils were found intrauterine. Failure to occlude fallopian tube. Salpingectomy (one side removal of fallopian tube) done on (B)(6) 2016. Anticipated or scheduled date: (B)(6) 2018 for removing the right fallopian tube to remove the other essure device coil. Diagnostic results: on (B)(6) 2015, pathological diagnosis: proliferative endometrium with multiple foci of amorphous hyalinized material consistent with retained products of conception. On (B)(6) 2015, hpi: she discuss birth control options after her post essure-hsg, it was confirmed that her right fallopian tube was occluded however the left side is not yet she has had a menstrual cycle since and reports the first 2 days did seem heavier but did not last any longer than usual or cause any increase in cramping. On (B)(6) 2016, urine pregnancy test: negative. On (B)(6) 2016, hpi: patient was suppose to have an essure confirmatory hsg on friday hsg and noted that the left essure device was extruding through the peritineum, he recommended removal of device. On (B)(6) 2016, reason: lap salpingectomy/retained foreign body medical problems: retined foreign body. Sterilization. Ovarian cyst. On (B)(6) 2016, clinical information: left fallopian tube, left ovary, uterus (foreign body - essure). Gross description: the third part is labeled "foreign body from uterus, essure" and consists of a metallic spring that is 4.lcm in length and 0.2cm in gauge, the object is consistent with a essure intrauterine contraceptive device. Pathological diagnosis: a (left fallopian tube): segment of oviduct with cyst of morgagni. B (ovarian cyst) : benign fragments of ovary with hemorrhagic corpus luteum. C (foreign body from uterus, essure): intrauterine device as described, gross only. On (B)(6) 2016, hpi: laparoscopic left salpingectomy with left ovarian cystectomy and essure removal from left side of uterus, she states that she is experiencing pain in her lower right abdomen that radiates around to her right lower back. She states that her abdomen is still very tender . Past surgical history: d&c. Essure. Left laparoscopic salpingectomy w I essure removal. As per pfs: (B)(6) 2015: hysterosalpingogram (hsg) the results of your essure confirmation test: (B)(6) 2016- unilateral occlusion (right tube occluded) and perforation (fallopian tube) healthcare provider tell you about your results: essure had punctured my fallopian tubes. As per mr: (B)(6) 2015:procedure:hysterosalpingogram (hsg) pre-operative note: the patient is a 33-year-old female with history of essure placement, now presenting for evaluation for tubal patency. Post-procedure note: the patient tolerated the procedure well with no appreciable complications. Impression: technically successful hysterosalpingogram with bilateral tubal ligation devices in place the spillage of contrast material is noted from the left fallopian these with no additional significant finding on this exam. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain and dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs migration of essure device location of device: outside the fallo12ian tube/ perforation (fallopian tube(s)") in a 33-year-old female patient who had essure (batch no. A73747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c. Concurrent conditions included vaginal bleeding since (B)(6) 2015, abdominal pain since (B)(6) 2015, ovarian cyst since (B)(6) 2016 and multiparous. On (B)(6) 2015, the patient had essure inserted. In september 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, 1 month 23 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain lower ("cramping"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (had surgery to remove the essure, salpingectomy (one side removal of fallopian tube) (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, hormone level abnormal, dysmenorrhoea and abdominal pain upper had not resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, dysmenorrhoea, fallopian tube perforation and hormone level abnormal to be related to essure. The reporter commented: findings: left hemorrhagic ovarian cysts, essure device was lying parallel to the posterior uterine surface with part of the coils were found intrauterine. Diagnostic results: on (B)(6) 2015, pathological diagnosis: proliferative endometrium with multiple foci of amorphous hyalinized material consistent with retained products of conception. On (B)(6) 2015, hpi: she discuss birth control options after her post essure-hsg, it was confirmed that her right fallopian tube was occluded however the left side is not yet she has had a menstrual cycle since and reports the first 2 days did seem heavier but did not last any longer than usual or cause any increase in cramping. On (B)(6) 2016, urine pregnancy test: negative. On (B)(6) 2016, hpi: patient was suppose to have an essure confirmatory hsg on friday hsg and noted that the left essure device was extruding through the peritineum, he recommended removal of device. On (B)(6) 2016, reason: lap salpingectomy/retained foreign body medical problems: retined foreign body. Sterilization. Ovarian cyst. On (B)(6) 2016, clinical information: left fallopian tube, left ovary, uterus (foreign body - essure). Gross description: the third part is labeled "foreign body from uterus, essure" and consists of a metallic spring that is 4.lcm in length and 0.2cm in gauge, the object is consistent with a essure. Intrauterine contraceptive device. Pathological diagnosis: a (left fallopian tube): segment of oviduct with cyst of morgagni. B (ovarian cyst) : benign fragments of ovary with hemorrhagic corpus luteum. C (foreign body from uterus, essure): intrauterine device as described, gross only. On (B)(6) 2016, hpi: laparoscopic left salpingectomy with left ovarian cystectomy and essure removal from left side of uterus, she states that she is experiencing pain in her lower right abdomen that radiates around to her right lower back. She states that her abdomen is still very tender . Past surgical history: d&c. Essure. Left laparoscopic salpingectomy w I essure removal. As per pfs: (B)(6) 2015: hysterosalpingogram (hsg). The results of your essure confirmation test:feb2016- unilateral occlusion (right tube occluded) and perforation (fallopian tube). Healthcare provider tell you about your results: essure had punctured my fallopian tubes. As per mr: (B)(6) 2015:procedure:hysterosalpingogram (hsg). Pre-operative note: the patient is a 33-year-old female with history of essure placement, now presenting for evaluation for tubal patency. Post-procedure note: the patient tolerated the procedure well with no appreciable complications. Impression: technically successful hysterosalpingogram with bilateral tubal. Ligation devices in place the spillage of contrast material is noted from the left fallopian these with no additional significant finding on this exam. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fallopian tube perforation, pelvic pain and dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Case was medically confirmed. Patient details, historical condition, concomitant disease and unstructured relevant tests were added. Hormonal changes, dysmenorrhea (cramping) and stomach pain were added as events. Perforation of organs this event was updated to fallopian tube perforation. Essure lot number and indication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower ("cramping"). The patient had surgery to remove the essure on (B)(6) 2016. At the time of the report, the perforation and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and perforation to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.